Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that their ventricle lead malfunctioned and stopped returning signal. Follow-up was conducted with the patient's clinic and from the information obtained it was reported that the ventricular lead is in a unipolar configuration for sensing. It was noted that the lead switched to unipolar sensing in (B)(6) 2015 without any patient symptoms. Pacing is in bipolar. It was also noted from the clinic that there was reprogramming intervention to resolve the lead issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.